Manufacturer narrative:
Lead: model 3777-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Lead: model 3777-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Lead: model 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) system explanted because it caused so much pain. Follow up information received indicated that the cause of the pain was the anterior placement of the one of the leads (per x-ray). The patient outcome was reported as "fine". If additional information becomes available, a follow up report will be sent.